Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise tubing to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous low patient results for the ise (ion selective electrode) chemistries on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.